Event description:
It was reported that the patient underwent a posterior fusion and tlif procedure at t10-iliac. Sometime post op patient returned, complaining of back pain. X-rays show broken rods. Patient underwent a revision surgery approximately 18 months post op to remove broken rods and replace with new rods. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.